Manufacturer narrative:
The actual sample is not available, and companion samples were not requested.

Event description:
In 2009, a czech physician reported a male patient experienced an allergic reaction probably related to a xenium 130 low flux dialyzer during hemodialysis therapy. At the time of the problem, the device was being used by the patient for the first time. Twenty minutes into the treatment, the patient reportedly experienced breathlessness and complaint of a backache. Follow up information received in 07/15/2009, indicates: the patient was admitted to the hospital intensive care unit (ICU) due to the breathlessness. The patient was having an issue with urination, which was why he was on dialysis. The physician's opinion was that the patient had a typical allergic reaction "first use syndrome" (growing problem with respiration, growing backache and growing pain of kidney related to time of treatment). The dialysis was stopped and the patient received a corticosteroid, dexona (decadron) 8 mg, which relieved the symptoms. No further dialysis was needed and the patient started to urinate by himself. The physician indicated that this case is not related to the quality of the product.